Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, the dentist informed that he did not have information about lot number of the product. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation.

Event description:
(B)(4). The dentist reported that 11 months after dental implant was installed in patient¿s mouth, its non-osseointegration was observed. In addition, the procedures of immediate load was performed and fenestration occurred during surgery.